Manufacturer narrative:
Unit received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to cracked/detached end cap. Unit had broken battery tube threads, missing end cap sticker.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.